Event description:
It was reported that speedlock suture reel broke during implantation but it was able to be removed. No patient injury was reported.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection shows the returned speedlock device was received in the fully deployed position. The associated anchor was detached and not returned with the device. The driver pushrod was advanced and the plug was detached. The wire snare is in a good condition and grabbed the suture properly, the loaded suture was reeled through and was found broken. The suture was inspected and it was found that the suture was not frayed over it`s entire lenght. The clean break of the suture can indicate the suture was cut. The speedlock device is a single use device therefore a functional test cannot be performed and the failure cannot be replicated. The complaint was verified, but the root cause for the suture break could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: excessive tension applied to the suture or suture lock was activated to early and therefor customer had to cut the suture as tensioning was not completed. An exact root cause for the failed suture snaring cannot be determined with confidence after product evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.